Event description:
It was reported that there were 4 boluses in the pump history which were not programmed by the patient. It was reported that the maximum total daily dose of 82 units was exceeded; however, the patient did not program 82 units.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump bolus history and black box verify the following normal boluses performed on (B)(6) 2011: at 16:53 10.0units, at 16:50 10.00units, at 10:42 7.4units, and at 09:30 7.6units. The pump was exercised for 29 hours with no unprogrammed boluses occuring. A normal bolus and an audio bolus were performed and were accurately recorded in the pump history. The keypad was removed and no hypersensitive or defective button contacts were found.